Manufacturer narrative:
1. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test and 800mm simulated clinical leakage test. The test results are all within the product specifications. Please see attachment for test reports. 4. About the bluntness of the needle: it may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter. 5. About the leakage at the septum: due to similar complaints received from other batch of products, the plant has launched CAPA to investigate the leakage at the septum and the investigation is still ongoing. Conclusion(s): no abnormality is found on process and retained sample. The root cause of the bluntness of the needle cannot be determined because the defective sample is not received for further testing. The plant has activated CAPA to trace and investigate the root cause of the leakage at the septum.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked (B)(6) 2024, preoperative intravenous indwelling needle puncture of surgical patients, check the outer packaging is intact before use, normal operation of the needle, feel the bluntness of the needle, pull out the hard needle after the tail end of the oozing blood, access to the liquid, the liquid oozing out, very easy to cause contamination, increase the patient's pain, causing strong dissatisfaction with the patient, complaints to the health care staff, affecting the normal work of the operating room, immediately pacify the patient, coordination after the use of the new indwelling needle for the second feeding, no abnormal, abnormal device feedback equipment section and suppliers. Operating room medical and nursing staff feedback that the brand model of indwelling needle repeatedly appeared at the end of the blood seepage and the phenomenon of bluntness of the needle, only the second injection, thus causing preoperative patient agitation, increasing the difficulty of medical work, (B)(6) of the same year, applied to the urology patients before surgery also caused a similar phenomenon resulting in medical work was affected to a certain extent, and some of the patients in the use of a certain degree of distress, the coordination of the second injection did not have agitation thus not recorded.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.